Event description:
A customer reported an error 5020, detector task on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for for estradiol (e2) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log and was able to reproduce the error. The fse resolved the complaint by replacing the main board usb with a new one. The fse performed quality control (qc) completed without errors and within an acceptable range, no further errors, the aia-360 analyzer is back in service. A 13-month complaint and service history review for serial number (B)(4) from the date of 24apr2021 through aware date 24may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: no: [5020] error message: detector task error description: detector calibration task execution error troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a faulty main board.